Event description:
Forty-five year old female had implants placed in 1988. Now experiencing breast discomfort, systemic symptoms and ptosis of right breast. Both implants were intact upon removal but there was incorporation of polyurethane into the breast capsule plus moderate gel bleed through the implant. No identifying info found on implants.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.